Event description:
N/a.

Manufacturer narrative:
. The medihoney (ID (B)(6) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported: "I am a consumer writing to inform you of an adverse reaction experienced after using medihoney wound and burn dressing. I applied a small amount of medihoney to a minor scrape on my abdomen on (B)(6), 2025. It became infected overnight (inflammation, redness, pus, etc.) I was able to treat the infection over 5 weeks with home care, however there is some residual scarring." Additional information: were any other treatments/products used with medihoney? No. Are there any comorbidities/health conditions that affect healing (diabetes, immunocompromised, etc.)? Yes, recurrent follicular thyroid cancer. How long was the medihoney stored before use? 2 days.